Event description:
It was reported that the patient was involved in an accident to her head - she is a very active child. Since then, her ability to hear has deteriorated. Testing showed that there is an increasing number of electrode channels showing high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned ot the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.